Event description:
The customer reported that the insulin pump alarmed while changing and rewinding the reservoir. The blood glucose reading was 331mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm. The device was received with scratched screen, cracked reservoir tube and lip, cracked battery tube threads, and7missing end cap sticker.